Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated, during an anterior cervical fusion (2 levels) attempt to remove a screw that had become attached to the screw extractor. The surgeon wanted to use a larger diameter screw in the hole to improve the purchase. The scrub tech and also the surgeon's assistant attempted to remove the screw from the extractor with a kocher holding the screw. The scrub tech also tried using the removal block with no success and the assistance tried again with a set of pliers and broke the tip of the extractor instrument off with the screw still attached. Both were trying to turn the screw counter clockwise to remove it, no realizing it had a reverse thread. The screw removal tool (not extractor) was used both prior to the breakage and after with some success. The extractor was broken on the back table by the surgeon's pa. The particular screw that became stuck was not able to be removed with the other removal tool so the extractor was used. The post operative x-rays showed no instrument pieces left behind. There was an estimate 20-30 minutes delay time added to the surgery.